Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe was broken and contained foreign matter. No serious injury or medical intervention was reported.

Event description:
It was reported that bd plastipak luer-lok syringe was broken and contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
One photo was provided and evaluated. The photo depicts a loose 5ml ll syringe with plunger pulled back approximately up to 2.5ml. Two locations were circled on the image. One location apparently depicts a portion of the flange missing, as if broken off. This portion is in line with the scale markings and not a finger grip area. The second circled area is above the stopper and is not clear what is being circled. The image is of low resolution and zooming does not help identify and evaluate the encircled location. Adevice history record review showed no rejected inspections or quality issues during the production of the possible lot numbers provided that could have contributed to the reported defect. Based on the image alone, it is not clear what the cause of the broken flange is. It is possible it is associate with the manufacturing process, such as assembly or packaging. It is also possible the product was damaged in shipping. However, without additional photos of the sample and the package to evaluate or the physical sample itself, further root cause investigation is not possible. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.